Manufacturer narrative:
Preliminary investigation performed by r&d project manager. The image shows the drill bit broken in the terminal part where the helix is present. From the received photo it is not possible to determine the root cause of the event; a probable cause can be related to an excessive flexion during the preparation of the hole that caused the breakage of the drill bit.

Event description:
During the primary hip surgery and while drilling a hole in the acetabulum for screw placement, the drill bit broke. No broken fragments fell into the patient's surgical wound and there was no delay in the case. The surgeon was able to still insert the screw without incident and the surgery was completed successfully. The drill bit came from a consignment set.